Event description:
Had left side inguinal hernia repaired laparoscopically with bard soft mesh. Have been in pain ever since. Pain varies to dull aches to sharp pains in inguinal area with radiation of pains to the hip, buttocks and legs. Also should be noted that I had a right side inguinal hernia repaired via open surgery and unknown type mesh in 1994. No pain after that surgery -14 years- until this new lap surgery occurred, and now the pain mimics the left side. Dates of use: 10 months. Diagnosis or reasons for use: inguinal hernia left side.